Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to it. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if any further malfunctions occurred, which the caller understood and acknowledged.